Event description:
The customer reported that while pipetting an htlv I/ii plate on summmt the tech observed that no sample or diluent was added to wells a10 through a12 and b11. No error code was generated. No death or serious injury was associated with this complaint.